Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing that was not reproducible with isometrics. Muscle stimulation was also noted. The lead was explanted and a new lead implanted without issue. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed the trilumen insulation had abrasion through to and exposed the rate sensing coils approximately 27 cm to 28.5 cm from the is-1 terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported oversensing is likely the result of the lead damage observed by the laboratory.